Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation; one apparatus was broken inside tube and on verge of perforating it at time of removal"), pelvic pain ("pain/ stabbing pain"), the first episode of genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), the second episode of genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune disorder type of disorder: undetermined") in a 33-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included change in bowel habits, urgency urination, frequency urinary, vaginal odor, bladder infection, kidney infection nos, gastric ulcer, irritable bowel syndrome, renal disease, kidney disorder and ectopic pregnancy. Concurrent conditions included foreign body in uterus, any part, lower abdominal pain, low back pain, diarrhea, libido decreased, vaginal itching, boil on leg, cyst, foggy feeling in head, burning sensation skin, hot flashes, irritability, depressed mood, breast pain, night sweats, memory impaired, adenomyosis and perineal pain. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), urinary tract infection ("constant urinary infections"), eczema ("eczema"), scar ("scarring"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), menstrual disorder ("abnormal and unpredictable menstrual cycles"), nausea ("nausea"), speech disorder ("speech impediment"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("painful bloating during ovulation and upon food intake"), alopecia ("hair loss") and impaired healing ("problems healing from injuries"). In 2010, the patient experienced visual impairment ("vision degenerated"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6)2013, 3 years after insertion of essure, the patient experienced bone pain ("skeletal pains") and contusion ("bruising"). In (B)(6)2016, the patient experienced tooth disorder ("dental problems/ shifting of my teeth has occured") and gait disturbance ("difficulty starting to walk"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), hormone level abnormal ("plaintiff claimed hormone cream required to regulate hormonal imbalance"), food allergy ("sensitivity to foods"), acne ("acne"), weight increased ("weight gain"), myalgia ("muscular pain"), neuralgia ("nerve pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with vitamins, nsaid's, surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, autoimmune disorder, depression, anxiety, hypersensitivity, hormone level abnormal, vaginal haemorrhage, allergy to metals, menorrhagia, food allergy, urinary tract infection, eczema, scar, rash, acne, bladder disorder, urinary tract disorder, headache, menstrual disorder, nausea, tooth disorder, gait disturbance, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, bone pain, alopecia, impaired healing, contusion, myalgia, neuralgia, vulvovaginal pain and abdominal pain outcome was unknown, the pelvic pain, the last episode of genital haemorrhage and abdominal distension had resolved and the migraine and speech disorder was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, bladder disorder, bone pain, contusion, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, food allergy, gait disturbance, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neuralgia, pelvic pain, rash, scar, speech disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical report: pelvic pain, menorrhagia, dyspareunia, fatigue, nausea, vaginal discharge, nausea, , headaches, hair loss,anxiety ,depression ,bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation; one apparatus was broken inside tube and on verge of perforating it at time of removal"), pelvic pain ("pain/ stabbing pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder type of disorder: undetermined") in a 33-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included change in bowel habits, urgency urination, frequency urinary, vaginal odor, bladder infection, kidney infection nos, gastric ulcer, irritable bowel syndrome, renal disease, kidney disorder and ectopic pregnancy. Concurrent conditions included foreign body in uterus, any part, lower abdominal pain, low back pain, diarrhea, libido decreased, vaginal itching, boil on leg, cyst, foggy feeling in head, burning sensation skin, hot flashes, irritability, depressed mood, breast pain, night sweats, memory impaired, adenomyosis and perineal pain. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), urinary tract infection ("constant urinary infections"), eczema ("eczema"), scar ("scarring"), rash ("rashes"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), menstrual disorder ("abnormal and unpredictable menstrual cycles"), nausea ("nausea"), speech disorder ("speech impediment"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("painful bloating during ovulation and upon food intake"), alopecia ("hair loss") and impaired healing ("problems healing from injuries"). In 2010, the patient experienced visual impairment ("vision degenerated"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced bone pain ("skeletal pains") and contusion ("bruising"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems/ shifting of my teeth has occured") and gait disturbance ("difficulty starting to walk"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), hormone level abnormal ("plaintiff claimed hormone cream required to regulate hormonal imbalance"), food allergy ("sensitivity to foods"), acne ("acne"), weight increased ("weight gain"), myalgia ("muscular pain"), neuralgia ("nerve pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular bleeding"). The patient was treated with vitamins, nsaid's, and surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, depression, anxiety, hypersensitivity, hormone level abnormal, vaginal haemorrhage, allergy to metals, menorrhagia, food allergy, urinary tract infection, eczema, scar, rash, acne, autoimmune disorder, bladder disorder, urinary tract disorder, headache, menstrual disorder, nausea, tooth disorder, gait disturbance, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, bone pain, alopecia, impaired healing, contusion, myalgia, neuralgia, vulvovaginal pain and abdominal pain outcome was unknown, the pelvic pain, abdominal distension and menstruation irregular had resolved and the migraine and speech disorder was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, bladder disorder, bone pain, contusion, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, food allergy, gait disturbance, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, menstrual disorder, menstruation irregular, migraine, myalgia, nausea, neuralgia, pelvic pain, rash, scar, speech disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical report: pelvic pain, menorrhagia, dyspareunia, fatigue, nausea, vaginal discharge, nausea, , headaches, hair loss,anxiety ,depression ,bloating. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical report received. Event added: hormonal imbalance, abnormal bleeding (general), vaginal bleeding, nickel allergy, menorrhagia, sensitivity to foods, constant urinary infections, eczema, scarring, rashes, autoimmune disorder type of disorder: undetermined, bladder problems, urinary tract disorder, migraines, headaches, abnormal and unpredictable menstrual cycles, nausea, dental problems, speech impediment, difficulty starting to walk, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision degenerated, fatigue, weight gain, painful bloating during ovulation and upon food intake, perforation; one apparatus was broken inside tube and on verge of perforating it at time of removal, skeletal pains, hair loss, problems healing from injuries¸ bruising, muscular pain, nerve pain, vaginal pain, abdominal pain. Concomitant conditions and historical conditions were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation; one apparatus was broken inside tube and on verge of perforating it at time of removal"), pelvic pain ("pain/ stabbing pain"), the first episode of genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), the second episode of genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune disorder type of disorder: undetermined") in a 33-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included change in bowel habits, urgency urination, frequency urinary, vaginal odor, bladder infection, kidney infection nos, gastric ulcer, irritable bowel syndrome, renal disease, kidney disorder and ectopic pregnancy. Concurrent conditions included foreign body in uterus, any part, lower abdominal pain, low back pain, diarrhea, libido decreased, vaginal itching, boil on leg, cyst, foggy feeling in head, burning sensation skin, hot flashes, irritability, depressed mood, breast pain, night sweats, memory impaired, adenomyosis and perineal pain. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), urinary tract infection ("constant urinary infections"), eczema ("eczema"), scar ("scarring"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), menstrual disorder ("abnormal and unpredictable menstrual cycles"), nausea ("nausea"), speech disorder ("speech impediment"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("painful bloating during ovulation and upon food intake"), alopecia ("hair loss") and impaired healing ("problems healing from injuries"). In 2010, the patient experienced visual impairment ("vision degenerated"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced bone pain ("skeletal pains") and contusion ("bruising"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems/ shifting of my teeth has occured") and gait disturbance ("difficulty starting to walk"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), hormone level abnormal ("plaintiff claimed hormone cream required to regulate hormonal imbalance"), food allergy ("sensitivity to foods"), acne ("acne"), weight increased ("weight gain"), myalgia ("muscular pain"), neuralgia ("nerve pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with vitamins, nsaid's, surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, autoimmune disorder, depression, anxiety, hypersensitivity, hormone level abnormal, vaginal haemorrhage, allergy to metals, menorrhagia, food allergy, urinary tract infection, eczema, scar, rash, acne, bladder disorder, urinary tract disorder, headache, menstrual disorder, nausea, tooth disorder, gait disturbance, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, bone pain, alopecia, impaired healing, contusion, myalgia, neuralgia, vulvovaginal pain and abdominal pain outcome was unknown, the pelvic pain, the last episode of genital haemorrhage and abdominal distension had resolved and the migraine and speech disorder was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, bladder disorder, bone pain, contusion, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, food allergy, gait disturbance, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neuralgia, pelvic pain, rash, scar, speech disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical report: pelvic pain, menorrhagia, dyspareunia, fatigue, nausea, vaginal discharge, nausea, , headaches, hair loss,anxiety ,depression ,bloating. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "irregular bleeding" was recoded to the meddra llt: genital bleeding. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.